Event description:
Follow up information received reported that, after the company representative programmed the ins (on (B)(6) 2012) as a one-channel /one-lead configuration, high impedances (>40,000 ohms) were noted on some of the bipolar electrode combinations. It was noted that device had not been used (usage telemetry was 0%) and was off when the programming session ended. Further information indicated that the patient had not used the programmer and, after implantation, the hospital personnel started the ins using the clinician programmer at which time no stimulation was observed. The patient did not use the device as they did not expect any therapy after the lack of stimulation that was observed using the clinician programmer. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient did not feel stimulation and the implantable neurostimulator (ins) impedances were normal. Additional information received reported that the ins was correctly programmed. The reason for non-stimulation was unclear. The physician was to check the x-ray of the lead. Patient outcome was not provided.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator, model 7427v, serial (B)(4) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).